Manufacturer narrative:
A slow leak in vac-pac as reported is unlikely to cause a delay in treatment when it can be mitigated by using a vacuum suction as instructed in vac-pac instructions for use. It is reported in the complaint, that the patient was safely secured throughout the case. This report is considered complete and this particular issue closed. Device not available for investigation.

Event description:
Natus medical received a complaint that a vac-pac had softened during surgery. The softening was discovered at the end of surgery. No reported injury. Patient did not lose position during surgery and was safely secured in proper position through the case.